Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, when using digitex system on the 2nd arch tendon it stuck in the patient. He manipulated in every way but nothing moved. Several attempts also manipulation of the handle and lock system were made. Sales rep asked him to take spacers instrument to see the location and then try to get the needle into the system using a clamp. Without any success. So sales rep proposed him a needle holder to tighten the needle and get it out of his box, in twisting it he succeeded. 1 hour delay on the operative room. There was also a cut suture wire during this intervention, cut to 1 cm before the black cap, same problem already recovered. No consequences on the patient today,

Manufacturer narrative:
One digitex delivery device and one digitex suture cartridge were received for evaluation. Evaluation of the returned components was performed by a coloplast quality engineer who was able to confirm the reported complaint - the suture cap attached to the system was never captured and the needle of the digitex was bent significantly. Based on this information in the reported complaint and the condition of the returned device, it was determined that the needle was bent by the user using surgical tools subsequent to the event reported in the complaint. Microscopic examination of the head of the device revealed there was a significant amount of tissue stuck in the slit of the head used for loading the suture. The tissue was cleaned out revealing damage to the device head. The damage was indicative of contact with the needle. It has been seen that the needle of the device can deflect and plunge into the head of the device, as in exhibited with this device. Needle deflection can be caused if the suture cap is not seated correctly in the head of the device, if the ligament has not been cleaned off properly, or if pressure is not applied correctly to the back of the head of the device such that a "tenting" of the ligament occurs, misdirecting the needle. Based on the excess tissue that was stuck in the area of damage, it was determined that either the ligament was not cleaned properly, or correct pressure was not applied during the needle actuation. Both instances are examples of use error of the device, as both steps are outlined in the device IFU. Based on the above observations, it was concluded that use error of the device was the root cause of the event. This complaint was forwarded to the contract manufacturer (cm) for review. The cm was not able to review manufacturing records or provide lot certifications as no lot number was provided for the device